Manufacturer narrative:
A bci field service engineer (fse) found the tubing leaking on the valve, in the back of the hydro. The fse replaced the tubing and primed the instrument. The system was resumed.

Event description:
A customer reported to beckman coulter, inc. (Bci) a possible wash concentrate ii solution leak in the hydropneumatic area of synchron lxi 725 clinical system. The customer has biohazard spill protocol. No injury was reported and there was no effect to patient or user.